Event description:
During troubleshooting with MFR, it was discovered that there were segments missing from the display. No adverse event reported. Requested return of suspect device and replacement was sent.